Manufacturer narrative:
It is unknown if instruments were utilized following the reported event. Retain samples of the lot number subject of the reported event were tested and evidenced passing results following the 24 hour incubation period. The DHR for the lot number subject of the reported event was reviewed and no abnormalities were noted. Samples of the biological indicator from the lot number subject of the reported event were sent back to steris from the user facility for testing. All samples were activated and incubated for 24 hours. Following the 24 hour incubation period the biological indicators were evaluated and all indicators evidenced passing results. The steris consumable territory manager performed in-service training on the proper use and handling of the verify scbi prior to the reported event. Steris offered additional in-service training following the reported event on the proper use and handling of biological indicator however, the user facility declined. Steris offered to inspect and replace or repair the incubators that user facility personnel were utilizing however, the user facility declined. As no issues were noted with retain testing or testing of samples returned from the user facility, the failed biological indicator is attributed to mishandling of the product. The instructions for use states: observe the scbis at 24 hours (up to 7 days) of incubation. The scbi is positive for growth if it demonstrates turbidity and/or a color change from orange to yellow. Conditions for sterilization were not achieved. Follow departmental procedures for reporting sterilization failures. The instructions for use states: caution: always wear gloves when handling the scbi.

Event description:
The user facility reported via (B)(4) that a biological indicator did not evidence passing results after 24 hour incubation. No report of injury.